Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was located in the renal artery. During preparation it was observed that the distal part of the 6.0x30x135cm express vascular ld stent was already widened. The procedure was completed with another 6.0x30x135cm express vascular ld stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was located in the renal artery. During preparation it was observed that the distal part of the 6.0x30x135cm express vascular ld stent was already widened. The procedure was completed with another 6.0x30x135cm express vascular ld stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device revealed no damage was noted to the shaft of the device. The stent was present and in correct position on the balloon. The distal edge of the stent was flared. There was no other damage noted to the stent. No issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).